Manufacturer narrative:
Device evaluation completed on january 12 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 500cc breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tears consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received with the device indicated that date of surgery was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with mentor memorygel, 500cc breast implant experienced bilateral capsular contracture grade IV post procedure. The physical examination confirmed the issue. As a result, patient scheduled for removal on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on december 28, 2021 indicated that the left implant was also ruptured. As a result patient underwent bilateral capsulectomy, and bilateral replacements as follow; l/ cat#: shpx700, sn#: (B)(6), r/ cat#: shpx700, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 19, 2021 stated that the patient experienced right sided acquired deformity nos. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).